Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory. It was concluded that it was unlikely that the lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during a device follow-up, this right ventricular (rv) lead exhibited high pacing threshold measurements greater than 7.5 volts at 1 millisecond. Intrinsic r-wave sensing was also small, but stable. An x-ray was performed and confirmed the lead was not displaced and was in the same position as the post implant x-ray. However, it was suspected that there was a micro-dislodgement. A revision procedure was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.